Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: unk size 1 femur press-fit stem; unk size 48mm shell press-fit; unk size -4 neck. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left revision approximately seventeen years post implantation due to instability, bone loss, and metallosis. During the revision it was noted that the hip was unstable, the shell was loose with considerable bone loss and metallosis posterior of the cup. The head, sleeve and shell were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.